Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to physical stress was applied to universal cord and video cable during user handling resulting in a damaged charged coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use (IFU) which state: user may detect the suggested event by handling the device in accordance with the following IFU. Inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. Do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that there was no picture due to a damaged charged coupled device unit. In addition, the universal cord was crushed and wrinkled. The video cable was wrinkled and deformed. The distal end plastic cover was scratched. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the videoscope was experiencing image noise. The issue occurred during preparation for use. There were no reports of patient harm.